Event description:
Caller alleged discrepant test results form inratio. Reported results were: date 10/27/05, inratio 0.7, lab 3.9, after batteries were replaced in the instrument. Date 11/14/05, inratio 0.7, lab 2.4.